Event description:
The report from the affiliate indicated that pre-dilation was conducted with a balloon. A 3.0 x 33mm cypher stent was delivered to the de novo, moderately calcified and moderately tortuous mid left anterior descending lesion. The lesion had 75-90% stenosis. While trying to inflate the cypher to nominal pressure, the balloon would not fully dilate and the stent was a little flared at both edges. The physician was unable to delfate the balloon, therefore, the cypher was retrieved into the guiding catheter and the delivery system was removed outside of the patient. Then another cypher stent was implanted and the procedure was successfully completed. There was no report of injury to the patient. Our affiliate indicated that the stent delivery system was probably withdrawn into the guiding catheter.

Manufacturer narrative:
The product has not yet been received for evaluation, however, it is expected to be returned. Please not that the product, cjs33300, is not distributed in the united states, however, it is similar to the united states product, cxs33300.